Manufacturer narrative:
The unit was received with intermittent button response due to corroded keypad traces. There was no button error alarm. There was no scrolling screens noted. The insulin pump passed displacement test, operating currents, self test and off no power test. There was no battery out limit alarm noted. The insulin pump was received with minor scratched display window. The unit was received with a cracked case at display window corner and reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 133 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.